Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.0, lab: 4.6. Pt tested at the hosp and then on the inratio meter a few hours later. Pt was in the hosp for a issue unrelated to her inr five days ago and was administered lovenox.